Event description:
A customer contacted beckman coulter inc. (Bec) stating that the needle bellows was not draining on their coulter lh 750 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of a gown, gloves and goggles at the time of the incident. No injury or exposure was reported and medical attention was not sought. No patient results were affected by this event.

Manufacturer narrative:
A field service engineer (fse) went on-site a day after the event and found the bellows drain plugged between qd26 (quick disconnect) and ff165 (feedthrough fitting). The plug (clot) was removed using bleach. Fse verified repair and validated system. The root cause for the needle bellows not draining was a clot in the needle bellows drain tubing. The bec internal identifier for this event is (B)(4).